Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: "please provide the lot number? No further information is available. Was the procedure completed successfully? How? No further information is available. Procedure name and date? =>no further information is available. No further information will be provided." To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - stratafix¿ active ingredient(s)-triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The suture broke during use. There were no patient consequences reported. Additional information was requested.